Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: seal material came apart. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. There was no report of pieces falling into the cavity or impacting the patient. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).